Event description:
It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance during an implant procedure on (B)(6) 2024. The lead was removed and replaced within the same operation. Post-procedure there were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.